Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this cardiac resynchronization therapy pacemaker (crt-p) was unable to establish adequate capture on the left ventricular (lv) channel. High threshold measurements were noted on the lv channel. Connection between the crt-p and the previous implanted lv lead was verified and no issues were noted. Troubleshooting was unsuccessful as the crt-p could not ultimately be programmed in the lv unipolar configuration. The crt-p was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.